Event description:
A report was received that the patient experienced a new pain on the left hip and left knee since the start of the trial procedure. A scheduled trial leads pull were done. The physician stated that the pain might subside once the leads were removed however, the pain was not radicular. It was also reported that the pain might be caused by another medical condition. The patient was reportedly doing better.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e serial #: (B)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the physician believed that the patient's trial procedure or the device did not contribute to the patient's pain.

Event description:
A report was received that the patient experienced a new pain on the left hip and left knee since the start of the trial procedure. A scheduled trial leads pull were done. The physician stated that the pain might subside once the leads were removed however the pain was not radicular. It was also reported that the pain might be caused by another medical condition. The patient was reportedly doing better.